Manufacturer narrative:
The device has not been returned. However, the device investigation has been completed and the results are as follows: DHR results the DHR was reviewed for lot# 6107918 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the packaged stock product is not applicable for review since no defect could be confirmed. Investigation methods/results customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause "lack of primary stability" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU-570 rev 3 (hahn tapered implant system IFU) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 3 (hahn tapered implant system IFU) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-570 rev 3 (hahn tapered implant system IFU) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." This complaint will be kept on record for track and trending purposes.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii and their oral hygiene is listed as excellent. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2022, for a primary procedure on tooth #20. On (B)(6) 2022 the patient reported that the implant fell out. The patient returned on (B)(6) 2022 with the implant in hand. Upon examination, the provider noted granulation/ fibrous tissue around the implant. The provider determined that the implant failed to integrate. No additional information has been provided.

Manufacturer narrative:
Additional data: a5, h6 (medical device problem code - 2933, and type of investigation code) corrected data: b2, b5, d4, h6 (medical device problem code - 1863, investigation findings code, and investigation conclusions code). CAPA 23-006. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii and their oral hygiene is listed as excellent. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2022, for a primary procedure on tooth #20. On (B)(6) 2022 the patient reported that the implant fell out. The patient returned on (B)(6) 2022 with the implant in hand. Upon examination, the provider noted granulation/ fibrous tissue around the implant. The provider determined that the implant failed to integrate. Based on the dates noted in the questionnaire completed by the provider, medical opinion was sought, and it was determined that because the implant was placed and removed in such a short time span, the implant lacked stability.